Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call of issues with the customer's reservoir. The caller states the customer had air bubbles. The customer's blood glucose level was 283mg/dl. The customer treated with original set. The customer's most current level was 126mg/dl. Air bubbles were noted on top of the reservoir. The customer was assisted with using the bolus wizard and ways to prevent air bubbles. The customer was advised to monitor the device.